Event description:
Both a covidien ligasure impact curved, large jaw open sealer/divider hand piece [ref lf4418, lot # 73060282x] both a covidien ligasure impact curved, large jaw open sealer/divider hand piece [ref lf4418, lot # 73060282x] and a covidien ligasure dolphin tip open sealer/divider [ref ls1520, lot # s4cb013x, (01)10884524002187(17)190317(10)s4cb013x] needed for this case were opened. They were plugged into the esu 60 device (serial # (B)(4)) that was on the boom in the or room. Neither device was recognized by the esu machine. An older style, large blue and white triad machine was brought into the room and the handpieces worked with that device. The covidien rep analyzed the situation and stated that the dolphin tip ligasures were old technology and would not be recognized by the newer esu machines. However, it was unclear why the impact did not work with the esu machine. Per site reporter: we don't have an official response from the manufacturer, as we have not provided them with the devices for evaluation yet but, as noted in the narrative, the covidien rep was aware of the issue and stated that the dolphin tip ligasures were old technology and would not be recognized by the newer esu machines.